Manufacturer narrative:
(B)(6). Concomitant: 904054, ez pass 70 degree left, 256930; 904054, ez pass 70 degree left, 256930. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00660, 0001825034 - 2018 - 00659.

Event description:
It was reported that the nitinol wire would not scroll out of the passer shaft. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4) upon reassessment of the reported event, it was determined that the information provided on this form was previously submitted under manufacturing report number 0001825034 - 2018 - 00372.